Manufacturer narrative:
Based on the information provided, the cause of the reported event could not be determined. The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported by the aci sales professional that a female patient underwent a percutaneous coronary intervention procedure on (B)(6) 2011. Post procedure, the physician trained to the mynx procedure, chose to use the device to close the femoral artery. There was no report of complications during the procedure or closure. The patient was ambulated and discharged to home without further clinical sequela. One week post procedure, the patient returned to the physician's office complaining of pain and swelling at her groin. Material was taken from the site and was sent for culture. A blood test revealed no white blood cell elevation and the culture revealed no presence of bacterial growth, however the patient was placed on vancomycin which was delivered intravenously. The physician ordered a doppler ultrasound which revealed no pseudoaneurysm but was positive for an 80% stenosis at the access site. The pre-procedural femoral angiogram taken during the initial procedure was reviewed and it showed a tight lesion in the profunda. A vascular surgeon was consulted and stated that there was no sign of significant infection, no drainable pocket of fluid, and the final diagnosis by the vascular surgeon was a "local reaction." The patient was prescribed oral anti-inflammatory medicines and was discharged to home without patient clinical sequela reported.